Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 280 units of insulin, and after delivering a bolus, the insulin gauge displayed 105 units. Reportedly, the customer loaded a new cartridge successfully. Additionally, the customer reported experiencing low blood glucose (bg) levels in the evening due to body type. To treat the low bg level, the customer consumed juice and ate yogurt. Reportedly, the customer was working with health care provider regarding adjusting the basal rate settings to resolve the issue.